Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 1/14/2015, device evaluation: the lay user/patient¿s meter and test strips have been returned on (B)(4) 2014 and 1/8/2015, evaluated by lifescan product analysis on 1/6/2015 and 1/13/2015 respectively with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014 at 9:30pm. The patient reported obtaining inaccurately erratic readings on the subject meter but could not recall specific results. The patient reported one blood glucose reading of ¿90mg/dl¿. The patient manages their diabetes with self-adjusted insulin. The patient reported exercising at 9:40pm. The patient reported developing a symptom of ¿shaky¿ around the same time. The patient reported self-treating this symptom immediately with food and/or drink. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom suggestive of hypoglycemia after the alleged product issue began.